Event description:
Patient had radical prostatectomy ((B)(6) 2005) and urethral dilations ((B)(6) 2007). Due to incontinence patient had implantation of ams800 (artificial urethral sphincter) on ((B)(6) 2008). In (B)(6) 2011 during medical check-up patient noted to physician was not able to hold urine and urine released into guards. Physician communicated to watch and keep informed. From (B)(6) 2011 - patient followed instructions. In (B)(6) 2011 patient noted to doctor no problems at time; however using 3-4 guards a day. In late (B)(6) 2011 patient communicated to doctor urine control had diminished. On (B)(6) 2011 physician tried to reactivate ams 800. Process did not work; determined surgery was needed to identify cause of medical condition; since urine was not controlled via ams 800. Surgery on (B)(6) 2011 identified ams 800 malfunctioned due to a kink at the cuff which caused a small hole. Urine was not flowing through the ams 800. The event outlined does not touch on the physical and mental impact on a patient that has experienced a malfunctioning ams 800. Imagine not being able to go anywhere or do anything because your urine just pours out uncontrollably. The embarrassment you feel when you stand up and your clothes are wet and urine pouring down your legs? The bladder guards and diapers you wore soaked and not able to hold anymore fluids. The ams 800 medical device you had implanted was supposed to correct and assist with your incontinence. Oh so sorry - the ams 800 malfunctioned your quality of life is now at zero. With that said, now the patient has to go through another surgery along with the pain and suffering for about 6 weeks. From which the urine is still not controlled via the ams 800 until the medical device is activated after full recovery. Oh, by the way, the patient's physical condition is under stress during this recovery along with a bruised and swollen scrotum the size of a grapefruit. The patient prays that the pain and suffering will subside asap, and some quality of life may return when recovery has been reached and the ams 800 is activated for the 2nd time. How much more can a human endure? I think going through the surgery the first time was enough and a second time is not humane. I wonder if the ceo and/or cfo at (B)(6) have experienced a malfunctioning ams 800 medical device. Probably not.